Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched. Fse observed that the sample probe height was out of specification. The fse adjusted the sample probe transfer assembly which changes the height setting for the sample probe. The sample probe height was restored to manufacturer specification to resolve the issue. System was validated to meet established performance specifications. Qc was performed with passing results within facility ranges. No further issues have been reported. (B)(4).

Event description:
Customer reported to beckman coulter hotline of failing proficiency survey samples. The failed samples had all been diluted onboard the analyzer. Customer stated there had been no erroneous results noted but could not eliminate that any assays, including critical ones, that were diluted prior to reporting may have been affected. The customer reported no issues with the analyzer. All calibrations were passing. Customer stated there were no controls (qc) issues. All qc recovery was acceptable and within facility established ranges. There has been no report of change to patient treatment associated with this event.